Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the optilene suture. The suture was noted to have spliced near the "armouring" zone (1-2 cm away). Additional information was not provided; further clarification has been requested.

Manufacturer narrative:
Investigation: samples received: 1 suture without race pack. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. We have received one open and used sample without packaging. The thread in the open sample received shows splitting near the needle attachment as can be seen in enclosed picture. This splitting could be caused by a faulty needle attachment process. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. No corrective/preventive actions needed.